Event description:
It was reported in a service report that there was an issue with the locking mechanism. No adverse consequences reported.

Manufacturer narrative:
A third party service provider examined the cot and completed the repair.